Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) emitted a magnet tone. The patient had not been seen by their physician since the date of the event, however it was found that a transmission was sent with a remote monitor without any sign of a malfunction three days after the event occurred. No patient complications have been reported as a result of this event.